Event description:
The silicone inside a tego® connector reportedly detached and pulled/popped out. The tego in question was placed on (B)(6) and/or (B)(6). The number of treatments performed with the tego in question before the problem occurred was 0 to 3. The tego was removed immediately after discovering the problem. Nothing was used in combination to the tego. They can generally get the tego off easily. They only exchanged it for a different tego. There was no patient blood loss and no additional treatment was required for the patient.

Manufacturer narrative:
The device is available for return; however, it has not yet been received. Additional contact: (B)(6).

Manufacturer narrative:
The device was not returned for investigation. Even though the device was not returned, it can be determined that the probable cause was due to inconsistency adhesive application during manual assembly in manufacturing. Corrective and preventative actions are in process. Lot history review was conducted and no non-conformities were found that would have led to the reported condition on the complaint.